Manufacturer narrative:
Customer information and product information was not provided. Manufacture date could not be determined.

Event description:
The customer received a blood glucose reading on the contour next ez that was 40-60mg/dl higher than the reading on the hospital meter. The specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product information was not provided. Product was not replaced.